Event description:
The following information was reported by the sales professional: I was not present for access however, I did view the angiogram which showed access as being below the bifurcation and femoral head. It was an interventional case. After the deployment procedure, the physician felt that the site was a little hard (hematoma) and pseudoaneurysm was also noted. The physician decided to apply manual compression for 12 minutes and a femostop was placed. The patient was given 5,000 units of heparin. This was the physician's first mynx deployment. The patient's hospitalization was not mynx related. Additional information: there were no multiple stick punctures. Procedure type: intervention vessel size: >5 mm stick location: low sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1510001) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).